Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment (blood removal) with a polyflux 140h, an external dialysate leak was observed from the header. There was patient involvement however, there was no patient injury nor medical intervention reported. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10: the device was received for evaluation. The visual inspection by naked eye of the product shows the product wet. A leak test of the dialysate side was performed, and a leak was identified. The reported condition was verified. The cause of the condition was determined to be due to a crack in the welding seam (manufacturing issue). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.